Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was received new, but missing "caster". The event happened prior to patient use. No patient or clinical injury.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H6 - evaluation codes: updated. Device evaluation: no product sample was received. The provided picture shows one of the casters missing from the base after assembly by the customer. Review of manufacturing bom however indicated that the casters are shipped as a go-with inside the packaging of the base in quantity of 4. Note that the base is a purchased finished good that ships along with an order of h-1200 tower. The complaint was confirmed. The exact cause could not be determined but the most probable cause would be the caster missed during the packaging process at the supplier. Missing item from packaging during installation for first use. Replacement casters were processed to the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.